Event description:
It was reported that stent fracture occurred. The stenosed target lesion was located in the segment of the right internal carotid artery. A 10.0-31 carotid wallstent monorail stent was advanced and reached the lesion. However, the stent failed to deploy and noticed to be fractured when removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.